Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the error message was due to brake gap out-of-specification in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in june 2011 and is more than 9 years old, well past its expected serviceable life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed a head restraint wire was cut. The patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. Missing head restraints do not render the autopulse platform non-functional. The noted physical damage to the top cover appeared to be the characteristic of user mishandling. Also, unrelated to the reported complaint noticed a damaged boss on the encoder cover, attributed to user mishandling. The top and encoder covers need to be replaced to address the issue. During initial functional testing, the returned autopulse platform displayed a "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. The error was found to be due to the drive train motor brake assembly air gap was out-of-specification. The brake gap needs to be adjusted to the manufacturing specifications to remedy the error message. During the archive data review, a system error 139 (unable to hold compression position) message was noted around the reported complaint date, thus confirming the reported complaint. Further review of the archive data showed the occurrence of user advisory (ua) 02 (compression tracking error) and (ua) 20 (position out of range) error messages around the reported complaint date. These error messages are not related to the reported complaint and were cleared by the user. User advisory (ua) 02 is an indication that the platform has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. User advisory (ua) 20 error message was due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 error message is not resolved properly, it leads to user advisory (ua) 20 because the driveshaft is not restored at the home position. To remedy the issue, the driveshaft needs to be rotated back to the home position. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with a serial number (B)(4).

Event description:
During shift check, the autopulse platform sn (B)(4) displayed a system error, out of service, revert to manual CPR error message upon power-up. No patient involvement.